Event description:
Rn noted a leak between the port a cath tubing and the cap. When flushing the line after blood draw; blood leaked out of the line and onto the patient's clothing. Cap was changed and the line leaked again between the cap and tubing. Port de-accessed and re-accessed. Before re-accessing rn checked for leaks and found 2 other port a cath needles with caps leaked between the cap and tubing. Port re-accessed successfully without any more leaking. Manufacturer response for power loc safety infusion set, power loc (per site reporter): they want to investigate.